Event description:
It was reported that there was a disposable alarm. No additional information.

Manufacturer narrative:
Other, other text: additional information: d4 UDI is unknown. No product information has been provided to date. H6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Scratched up enclosure and cracked tank cover. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported problem could not be confirm. The disposable alarm went off when either the temp check or disposable became detached from the device as it should. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken to mitigate the reported issue.